Manufacturer narrative:
Zoll has received the icy catheter for investigation. A follow-up report will be submitted when the investigation has been completed.

Event description:
It was reported that the icy catheter used to targeted temperature management (ttm) appeared to be occluded-no cold saline circulating in cooling balloons. Customer also indicated catheter leak occurred. Evidenced by severe chugging in the cooling circuit and pinwheel not spinning. No consequences or impact to patient. No additional information available.

Manufacturer narrative:
The reported complaint of the icy catheter (lot # 90629) catheter leak was not confirmed during visual inspection nor functional testing. No catheter leak was observed, catheter performed as intended, there was no device malfunction. Upon visual inspection, the icy catheter was performed and found no physical damage to the catheter. The appearance of the returned serpentine balloon catheter was observed wrinkled as normal. Blood residue was observed on the serpentine balloon. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. During functional testing, the catheter was connected to a pressurized inflation device, the balloons fully inflated when pressurized up to 100 psi without any issues. The balloons did not leak during inflation and deflation. No leak was observed. All lumens flushed as intended. The returned icy catheter was connected to our standard suk and ran with the thermogard system for an hour in the max warming mode with target temperature of 37°c and an hour in the max cooling mode with target temperature of 35°c, no leak was observed on the catheter. The red pinwheel on the standard suk was observed spinning, no severe chugging was observed. The saline was circulating in both cooling and warming mode. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process.